Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue and load fill tubing could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.